Event description:
It was reported that the 2800 system lost power during a case. Also the drain bag holder could not be removed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The flex conduit and the drain bag holder were replaced during the service call. The system was tested and found to be working as intended and put back into service